Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that p-waves were very small since implant. It was also reported p-wave undersensing and potential non-capture during periods of atrial fibrillation (af) was also noted on the right atrial (ra) lead. The lad remains in use. No further patient complications have been reported as a result of this event.